Manufacturer narrative:
Calibration data show that there was a calibration factor change of 10 on (B)(6) 2023, indicating a user error during calibration. The field service engineer cleaned the internal container of the instrument and pipettes. Calibration, quality controls, and patient sample comparison were performed; all results were acceptable. Upon review of the alarm trace, no relevant alarm was observed. The investigation could not identify a product problem. The issue is consistent with a user error during calibration.

Event description:
The initial reporter stated they received discrepant results for two patient urine samples tested with ua2 (uric acid ver.2) on a cobas 4000 c311. The initial results were reported outside of the laboratory and questioned by the physician as the patients had "normal" serum values. Patient sample 1: the sample initially resulted in a ua2 value of 3.29 mg/dl. The sample was repeated on a cobas c 501 module, resulting in a value of 31.72 mg/dl. Patient sample 2: the sample initially resulted in a ua2 value of 3.0 mg/dl. The sample was repeated on a cobas c 501 module, resulting in a value of 32 mg/dl.